Event description:
This event is not patient specific, rather it is a software interaction problem involving philips intelliview patient monitor system and mckesson horizon clinical charting system. Issue is that readings of nibp do not always chart the correct nipb value when the horizon clinical application is set to filter or chart the value every 15, 30, 60, etc. Minutes.our problem is that the nibp value that shows up in mckesson horizon clinicals is the value from a measurement taken 15 minutes earlier.example: clinician starts an nibp reading after setting the philips intelleview monitor (in this case an mp70) to take an nibp measurement every 15 minutes. The clinician pushing the nibp start button at 11:55. The intelleview monitor starts the inflation of the cuff, then starts deflating, then displays the value. The time now is 11:57. At 12:00 mckesson horizon clinicals performs a query and receives the nibp value. Everything is good, values are correct.the problem now starts. The philips intelleview monitor will, over time, round up the nibp start time to the quarter hour (this is a built in feature of the software the user cannot disable). So for example, an hour later, instead of the nibp starting at say 12:55, it will now start the nibp measurement at 1:00. Also at 1:00, mckesson horizon clinicals is set to querying for nibp data from philips which at this exact point in time has not completed the nibp measurement and thus still has the value from the 12:45 nibp measurement. The nibp measurement starts at the quarter hour but does not have a value until the measurement has completed which might take anywhere from 45 seconds to 3 minutes depending on if the monitor has to retry 2 or 3 times, etc.in critical care areas patients are monitored closely for the efficacy of medication administration, especially vasoactive drugs. A delayed reading of blood pressure could lead the bedside nurse to adjust the dosage of medication incorrectly, leading to possible serious injury or even death.our biomed dept is unable to find a solution to the das problem working with either manufacturer, philips and mckesson.the following is from an e-mail communication with philips support:customer has concerns about the way philips system sends nibp data via hl7 to mckesson charting system.he has a large server network with 5 dbs and 1 patient link with mpx monitors. The mpx monitors are configured for auto nibp measurements every 15 minutes. The mckesson system queries the dbs or pl once every minute, however it applies a filter to the nibp data so that the nurses view it on the charting system only in 15 minute intervals.the problem is the mpx monitor starts the nibp clock when the pump starts, but it may sometimes take a minute or two to actually get a reading (due to patient-related or application issues). During that time mckesson would have queried for the data and received it but may not be able to display in the nurses 15 minute view because of that 1-2 minute lag.as a workaround, the customer has disabled the external time source at the master dbs and has manually offset the time 1-2 minutes ahead at the master dbs to compensate for the time discrepancy of the nibp measurements.the customer is suggesting that the mpx monitor be modified so that once it detects an active hl7 connection, it should start the nibp pump 1-2 minutes earlier so that the data is not missed on the display view at the mckesson charting system.the customer has also received feedback from customer support at other non-philips sites that (another) vendor's monitors do not have this problem because they allow you to offset the nibp start time a little bit.